Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported their AED's battery pack was depleted. The distributor provided the battery back serial number, however no specific model or serial number information about the AED was provided. They reported this did not occur during patient use.